Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. No other complaints of any type have been associated with the lot for the glenosphere or baseplate. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion. Insufficient bone clearance around the base plate, interference with retractors, etc. Could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specs.

Event description:
It is reported that the pt was revised due to separation of glenosphere and baseplate.